Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32g x 4mm bd pen needle. Consumer stated she thinks a needle broke off in her knee. The sample was examined, and it was observed that the patient end (pe) cannula was hooked, and the non-patient end (npe) cannula was broken. No evidence of manufacturing defects were observed on the sample. As the sample was returned after use, and no manufacturing defects were observed, the probable cause for these issues (hooked pe cannula and broken npe cannula) is human error during use of the pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (hooked pe cannula, broken npe cannula) the possible root cause for these issues (hooked pe cannula and broken npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced cannula breakage during use, resulting in patient seeking medical intervention. The following information was provided by the initial reporter: material no.: 320122 batch no.: 8348565 verbatim: consumer stated she thinks a needle broke off in her knee. Stated she had a scheduled appointment for blood work at hospital, (unrelated to needle break), so she had them take an x-ray while she was there to check for the needle. X-ray done. Stated, no needle was found on x-ray. Stated needle could have broken off onto floor. Stated she always primes before use, so she's certain the needle was there. Stated saw a little blood after injection, rubbed her leg because she was having pain and that's when she noticed the needle was missing. Stated she did get her complete dosage.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced cannula breakage during use, resulting in patient seeking medical intervention. The following information was provided by the initial reporter: material no.: 320122, batch no.: 8348565. Verbatim: consumer stated she thinks a needle broke off in her knee. Stated she had a scheduled appointment for blood work at hospital, (unrelated to needle break), so she had them take an x-ray while she was there to check for the needle. X-ray done. Stated, no needle was found on x-ray. Stated needle could have broken off onto floor. Stated she always primes before use, so she's certain the needle was there. Stated saw a little blood after injection, rubbed her leg because she was having pain and that's when she noticed the needle was missing. Stated she did get her complete dosage.